Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00189 was sent in error. The biohazardous waste was mixed with bleach, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facsmelody¿ biohazardous waste leaked outside instrument. There was no report of user impact. The following information was provided by the initial reporter: small leak on manifold 1) liquid 2) not contaminated 3) no 4) biohazard 5) after waste line 6) yes.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ biohazardous waste leaked outside instrument. There was no report of user impact. The following information was provided by the initial reporter: small leak on manifold. Liquid. Not contaminated. No. Biohazard. After waste line. Yes.